Event description:
Latitude alert for mv sensor noise on ra channel resulting in mode switching, appointment made for patient to come into office. About 1.5 months later: tech services was contacted about noise, instructed to turn off mv sensor and change ra pace impedance to unipolar pace configuration. About 1 month later: patient seen in office, provocative maneuvers done to rule out lead issue, no noise or erratic impedances were able to be reproduced. Looking back at impedances for past year, noted ra impedances to be quite erratic 500-1600 ohms. Did not meet criteria for alert since was never out of range. Tech services state this is due to bsc generator with competitor leads (mdt 5076), spring contact issue. Mv sensor programmed off and ra pace configuration to unipolar. Manufacturer response for pacemaker, boston scientific l321 accolade el (per site reporter). Issue is related to using a bsc generator with competitor leads, spring contact issue. Change ra pace polarity to unipolar, mv sensor off and continue to monitor lead for further issues.